Event description:
It was reported that the caller experienced a malfunction with a pump. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any malfunction recurs.